Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after three days post deployment, the patient experienced abdominal pain and oozing from the puncture site, indicated as an abdominal wall hematoma. Subsequent CT-abdomen and pelvis demonstrated one anterior struts locates outside of the ivc lumen, resting on a bowel loop. Subsequently after seven days, the patient posted for filter retrieval and replacement. Lateral view demonstrated one of the legs of the filter to protrude through the wall of the inferior vena cava. The filter was removed successfully using a recovery cone. Therefore, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter migrated and perforated the ivc and bowel loop. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown..

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Post deployment, patient experienced abdominal pain as an abdominal wall hematoma. Subsequently, CT revealed that ivc filter present, with one of the anteriorly located struts outside of the ivc lumen, resting on a bowel loop. Approximately ten years later, filter retrieval demonstrated one of the legs of the filter protruded through the wall of the inferior vena cava. The filter was successfully removed. Therefore, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter migrated and perforated the ivc and bowel loop. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.